Event description:
It was reported that the device did not reach expected longevity. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk crt-d, implanted: (B)(6) 2011; 6945-65 lead, implanted: (B)(6) 2001. (B)(4).